Event description:
This event is reportable based on the product analysis approved on 06/17/2008. It was reported that during a drug eluting stenting procedure, the physician was unable to cross the lesion located in the moderately tortuous and heavily calcified left anterior descending artery. The physician advanced the 3.50x12mm taxus express2 stent to the lesion and attempts to cross were made over and over, but the device was unable to cross the lesion. There were no pt injuries. The procedure was completed with a non-bsc stent. Patient status is reported as "good". However, the returned product analysis revealed that the stent moved on the balloon.

Manufacturer narrative:
Device evaluation: visual examination of the returned device revealed that the stent have moved slightly on the balloon towards the tip of the device. This type of damage is consistent with the device encountering some form of restriction during the insertion of the device. A visual and microscopic examination of the crimped stent found no issues. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.014 inch product mandrel was inserted through the lumen with no restriction noted. A review of the mfg record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of this defect is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.